Manufacturer narrative:
(B)(4). Batch # p9447y. Device analysis: the device was returned with no apparent damage. The device was connected to a gen11. During functional testing on the generator, although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what is meant by, ¿he felt strange when the device was grasped¿? When the doctor grasped the trigger, no feedback of the full closure was felt. Was there an issue grasping the tissue? No. It is a click sound issue. Or was there an issue open/closing the jaws? No. Did some other issue occur? No. No further information will be provided."

Event description:
It was reported that during a laparoscopic distal gastrectomy, a click sound of full closure became not to be heard during use. According to the doctor, he felt strange when the device was grasped. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.